Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support and/or previously implanted stents; typically not associated with a product quality deficiency. The anatomical conditions were not reported, however, the failure to cross and resistance felt are likely due to interaction with the previously implanted stent and/or the compressed dislodged non-abbott stent. During withdrawal of the stent delivery system (sds) this interaction likely contributed to the stent dislodging. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Since there was no report of any damage to the promus sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. Reportedly, no pre-dilatation was performed prior to the attempt to cross with the promus sds. Although in this instance, dilatation was performed after the failure to cross with the promus sds and multiple balloon and stent catheters still would not cross. Therefore it is unknown if the direct stenting attempt contributed to the difficulties experienced. However, it should be noted that the promus instructions for use (IFU) states that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and there have been no related incidents reported for this lot. Additionally, on-line test data for this lot shows all units passed manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. The reported difficulties appear to be related to circumstances of the procedure. Cardiac arrest and death are known adverse events as listed in the promus instructions for use as no-fault complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the patient had a y-graft to the left anterior descending artery (lad) and circumflex. The procedure was to treat a 90% stenosis anastomosis. The y-graft was the only remaining viable vessel the patient had. The ostium had been previously stented and this stent was protruding into the aorta. During attempted treatment with a non-abbott stent, this stent became dislodged at the lesion site. After compressing the dislodged stent with a non-abbott balloon, an attempt was made to further compress it against the vessel wall and treat the lesion site using a 2.5 x 08 promus stent. Resistance was encountered during advancement and removal of the promus stent delivery system, and subsequently the stent dislodged. Angiography was performed and the promus stent could not be located. It was thought that both stents became caught on the previously deployed stent, causing the stent dislodgements. After dilatation with a 2.25 x 15mm voyager balloon, attempts were made to cross with several additional stents, including a 2.5 x 12 promus, a 2.25 x 8 mini vision, and 2 non-abbott stents, all unsuccessful. Vasopressin was given and additional dilatation was performed with a non-abbott balloon. A cardiac assist device was placed. End results were timi flow 3 with 20% residual stenosis. The patient experienced cardiac arrest during removal of the assist device, within 24 hours post procedure, and subsequently died. The physician does not feel the dislodged stents contributed to the event. No additional information was provided.